Event description:
It was reported that the patient's atrial leadless pacemaker (lp) exhibited high capture threshold which resulted in rapid battery depletion. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. Final analysis, however, found the inner helix was compressed is out of specification. Electrical testing was performed and was found to be normal. Output was monitored and device did not have output due to battery being below end of service (eos) level. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.